Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of no power. However, power was found to be intermittent when using batteries or an external power supply. The unit has power and functions properly when using a 9v adapter. (B)(4).

Event description:
Customer reported they received the unit and it will not power on. They have replaced batteries with new supply. No other damage was reported by the customer or the date when this discovered. No patient incident or injury was reported.